Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Swelling in throat [pharyngeal oedema]; pain in right leg that went down to toes [pain in extremity]; difficulty breathing [dyspnoea]; swelling on face/felt like ears were being pulled into her head [swelling face]; dizziness [dizziness]; nausea [nausea]; rash [rash]; headache [headache]; injection was painful [injection site pain]; passed out twice [loss of consciousness]; chest pains [chest pain]; jaw pain [pain in jaw]. Case description: spontaneous report received on 05/15/2009 from a female patient, initials c-m, whose relevant medical history included: a torn acl (anterior cruciate ligament) replaced in 2000, fell and tore the lateral meniscus which was removed, arthritis in right knee, and previous synvisc injections in 2008. The patient received the third injection of her most recent series of synvisc injections in the right knee in 2009. The injection was painful and she had pain in her right leg that went down to her toes. Following the injection, the patient experienced: swelling in her throat and face (felt like her ears were being pulled into her head), chest pains, difficulty breathing, jaw pain, nausea, rash, headache, dizziness, and passed out twice. The patient was hospitalized for 3 days for testing related to the above symptoms since they were worsening. She had a CT (computerized tomogram) of her throat, a swallowing study, and numerous other tests, all of which have not shown any particular reason for her symptoms. The symptoms "come and go" and "hit her like a wave". As of the date of receipt of this report, the patient outcome was unknown.